Event description:
A surgeon reported that on (B)(6) 2022, a padgett model s slimline electric dermatome (ID 3539700) failed to produce a graft and donor site was damaged. The graft was attempted at the right thigh for the coverage of diabetic foot wound. Donor site problem area was cut down to the fascia and had to be stitched at the initial entry, the rest was undulating depth and was dressed with tegaderm. The procedure was completed with a replacement product available.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
The dermatome was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.